Event description:
During angiogram it was noted that a small portion of the graft had covered that right renal artery. Another manufacturer's pre-loaded biliary stent was placed in order to regain patency of the right renal artery. Post angiogram, showed blood flow to the renal artery. Patient urine production viewed and found normal. Physician felt good about patient results.